Manufacturer narrative:
The customer's meter has been returned and an investigation is in progress. A follow-up report will be completed when the investigation is complete.

Event description:
A diabetic specialist reported an insulin pump patient was using an optium/xceed meter with g2 sensor electrode strips. The patient reported receiving readings that were higher than they felt. On the day of the reported incident the patient reported receiving a reading of 7 mmol/l and after an unspecified period of time (but defined by the diabetes specialist as a short period of time) lost consciousness. It was reported that the patient was unconscious for over an hour before being found by the paramedics and was treated with hypo-stop to the patient's gums. It is unknown if the patient made any changes to their diabetes medication based on the reading of 7 mmol/l. There was no report of death or permanent impairment associated with this event.